Event description:
Pt received a scs system including a percutaneous lead on (B)(6) 2011. It was reported that the pt was without stimulation. A diagnostic test revealed invalid impedance measurements for all lead contacts. An x-ray was taken and revealed a possible lead fracture near the lead entry into epidural space. The pt has been referred to a doctor for a paddle lead replacement.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.